Event description:
A report was received through the distributor in a foreign country that, the user facility found that there are some fragments of red ink in the sleeve in this nicu. They experienced it many times that the red markers on the catheter lost red color recently. No pt injury or medical intervention cited. Kimberly-clark has no independent knowledge of the event reported above but is relaying the info that was provided by the facility where the incident occurred.

Manufacturer narrative:
The red marker, along with the other colors, assist the user for the distance and depth of the suction catheter. The incident devices were promised by the user facility, but have not been returned for eval at this time. We cannot provide investigation results or conclusions until the devices return and have been tested.